Event description:
A medtronic representative reported that the software froze twice during a spine procedure when a solera screw size above 7mm was selected. They were able to add the screw by selecting the width first and then the length. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the patient outcome.

Manufacturer narrative:
(B)(4) issued. Replacement part shipped (B)(6) 2011. Following installation of the new computer, the issue did not reoccur. No further issues. A medtronic representative on site could not replicate the issue. Software has not been evaluated as of the date of this report.